Event description:
It was reported that the hcp (healthcare provider) was ¿out on bail for overdoing patients.¿ specific patient, device, medication and timeline information was not reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).